Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted. This report is for an unknown titanium adapter, (B)(4).

Event description:
It was reported that while in the hospital, the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for unrelated issues and developed peritonitis while in the hospital, manifested by cloudy effluent. The treatment for the peritonitis included 3 unspecified antibiotics administered intraperitoneally (ip) (doses and frequencies not reported). The patient was later discharged from the hospital. After a follow up with the patient, they reported that they have recovered from the peritonitis. The pd therapy was ongoing. Additional information was requested from the nurse, but the nurse declined to provide any information on the event. This is report 3 of 3.